Event description:
It was reported that "an ac3 console had powered down during patient transport. The team was preparing to transport the patient to CT and disconnected the iabp from the wall outlet. According to m., the pump displayed a 'less than 5 minutes remaining' battery alert and then powered off". As a result iabp therapy was discontinued per md. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.